Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic aortic valve was explanted after an implant duration of approximately 13 years due to severe bioprosthetic valve stenosis. Per the op report, "the existing bioprosthetic aortic valve was severely calcified and stenotic. It was very difficult to remove this valve from the aortic valve annulus." The device was replaced with a new edwards bioprosthetic valve. Post-operatively, the patient required placement of a dual chamber pacemaker. He was also found to have coarctation of the aorta with post-stenotic dilatation. He was discharged home and scheduled for a follow up.

Manufacturer narrative:
Device not returned. Unfortunately, the device was discarded by the hospital; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the stenosis was most likely caused by the severe calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.